Event description:
It was reported that the customer experienced an elevate blood glucose (bg) level (598 mg/dl). Reportedly, the cause for the reported issue was due to an incomplete bolus alert intermittently occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts. The customer delivered a correction bolus to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.